Manufacturer narrative:
Initial report ref to natus complaint# (B)(4) per (B)(4) rev 14 risk analysis spreadsheet - eds 3 external drainage system hazard 4.36 - stopcock valve unable to turn / rotate and/or handle breakage effect (harm): delay in patient treatment, over / under drainage of csf and infection residual risk: medium stopcock stem handle breakage may affect operation and require device replacement. Existing risk controls minimize likelihood, and the clinical benefits of eds 3, including safe and accurate csf drainage and prevention of complications, continue to outweigh the risk. Related to capa005781. Further investigation to be carried out.

Event description:
The transducer stopcock broke requiring the whole evd system to be changed. No patient injury.